Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 3172080 number, lot 9578001, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent bha. When the surgeon opened the package of the vacu-mix plus, it was found that the bottle had broken, and the cement had spilt out. The vacu-mix plus could not be used. 2 of the same products had been arranged, and as there was no problem with the other one, the surgery was completed without problem. The surgery prolonged (within 30 minutes). No further information is available.